Event description:
The customer reported that the pump battery was no longer charging. There was no information provided regarding the impact on the customer's blood glucose level. No further details or corrective actions were available, and the device was not returned for inspection or replacement.